Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what color cartridge was used? White. Was buttressing material used? No. How was the common opening closed on j-j? Stapler. Why does the surgeon believe the post-operative bleed was associated with the device? It has occurred before. What was done in the reoperation? Suctioned clot.

Event description:
It was reported that the doctor performed a laparoscopic gastric bypass on a patient in (B)(6) 2019, using a plee60a stapler and gst60w reload. The patient was discharged and returned two days, post op, with abdominal pain and nausea. The doctor operated on the patient and there was a blood clot on the j-j anastomosis. The doctor operated to resolve the issue. The patient has been released.